Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name: surescan; product ID: 978b128 (lot: va2l0b1); product type: 0200-lead; implant date: (B)(6) 2022. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their ins worked for a while and then stopped working for most of the 2.5 years they had it implanted. Patient said they recently had the system re-installed (lead replacement) and moved and they were trying to get it to work again with limited success. Patient's physical therapist recommended the patient use a pelvic floor stimulator. Patient asked if it was safe to use such a device while they had a device implanted. Agent reviewed tens unit information with the patient. Patient asked if the current from the pelvic floor stimulator would pass over ins, agent reviewed agent is not familiar with pelvic floor stimulator current and redirected to healthcare provider (hcp). The patient expressed frustration with agent lack of knowledge on pelvic floor stimulator and stated they would contact someone who could actually help them and disconnected call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they removed the lead and ipg and replaced them with a new one. Hcp stated their symptoms dramatically improved, then suddenly went back to baseline. So symptoms were what they were basing it on. The original lead was very close to the skin/shallow. Unclear if this was the case for device not working. Issue was not yet resolved.